Manufacturer narrative:
(B)(4). The original report (1628664-2008-00265) which was submitted indicated that the customer was using concomitant product architect b-hcg reagent list 7k78-25, lot 64906jn00. There is a similar product marketed in the united states which is list # 6c21. This report is being submitted to clarify this information. The investigation is in-process and a final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The customer technical advocate (cta) recommended the customer replace and also calibrate the sample probe, then run a reproducibility test. The customer replaced the sample probe and performed a reproducibility test with the b-hcg and the results were within the expected ranges. Since replacement of the sample probe, the issue of erratic b-hcg has not been observed. A review of the complaint history for architect sn (B)(4) over the time period of (B)(6) 2007 through (B)(6) 2008 was performed. The review did not find any other complaints related to this issue. Labeling review: the architect system operations manual ((pn (B)(4)) (B)(6) 2007): section 7, operational precautions and limitations. Limitations of result interpretation: assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. Section 9: service and maintenance: component replacement provides thorough instructions on the procedure to remove, replace, and verify a sample probe. In section 10: troubleshooting and diagnostics under observed problems list multiple probable causes and resolutions related to the customer's issue. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that an architect b-hcg result of 676 iu/l was generated on a sample in 2008. A second sample was obtained three days later, with a result of 37,497 iu/l. The results were not reported. There was no report of impact to patient management.